Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements of 3 volts at 0.05 milliseconds and decreased intrinsic r- wave sensing at 4 mv. There was no evidence of a dislodgement on x-ray, however a revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.